Manufacturer narrative:
The customer was provided with a replacement device. Physio-control performed extensive testing on the customer's device but was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. The customer further advised that this issue was observed during patient use; however, the patient was only being monitored and no defibrillation was necessary. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.